Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod for an unknown duration. The patient reported persistent hyperglycemia despite administering multiple insulin doses through the pod and reaching the maximum deliverable amount of insulin. Blood glucose levels remained elevated, and the patient began to feel unwell. Upon evaluation at the hospital, the patient was informed that the pod cannula had not been inserted into the skin during wear. Reported symptoms included positive ketones and swelling. The patient received diagnoses of dka and hyperglycemia. Treatment included immediate removal of the pod, administration of intravenous insulin and fluids, and referral to a cardiologist for evaluation of the swelling. Patient was discharged same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.